Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The patient's medical history included dysmenorrhoea. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and menorrhagia (seriousness criterion medically significant). The patient was treated with surgery (endometrial ablation and removal of essure, laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following event was described in patient's medical record menorrhagia, chronic pelvic pain. Lot number: 509798 manufacturing date: 2006-03 expiration date: 2008-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and menorrhagia ('menorrhagia') in a female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The patient's medical history included dysmenorrhoea. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and menorrhagia (seriousness criterion medically significant). The patient was treated with surgery (endometrial ablation and removal of essure, laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following event was described in patient's medical record menorrhagia, chronic pelvic pain. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received-event added-menorrhagia. Event medical device removal replaced by pelvic pain, lot number added, medical history added, reporter added on 7-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.